Event description:
The customer reported that the device began power cycling during use. There was no report of any adverse patient impact.

Manufacturer narrative:
The customer reported that the device began power cycling during use. There was no report of any adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.